Event description:
According to the available information, unable to deflate the balloon. Device was inserted april 23 and inflated to 15ml. Catheter was used for transurethral resection of the prostate. No clinical consequences.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.